Manufacturer narrative:
No unexpected button error alarms or ramping of numbers noted during testing. Intermittent button response on the up arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and numbers were ramping on the display. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 114 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.